Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. D8052-invalid, d08052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) and medroxyprogesterone acetate (depo-provera) (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), rash ("rash/skin condition"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complication-yes"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, genital haemorrhage, rash, urinary tract infection and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test: according to previous fu: patient underwent essure confirmation test but in current fu it is mentioned that: did you undergo an essure confirmation test? No. Bilateral essure devices deployed, no coils at each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Lot number (d8052) is invalid lot number (d8052) is invalid. The most likely lot number is (d08052) which is valid and is being used in this case. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Device category changed from device other event to incident. Event pelvic pain make serious incident. Events added from pfs- general abnormal bleeding, rash/skin condition, urinary tract infection, post removal complication-yes. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.